Event description:
"It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. It was reported that the medical intervention provided was a pericardiocentesis and 200 cc of fluid were removed. The patient was reported to be in stable condition".

Manufacturer narrative:
Device evaluation: the device in this case will not be returned per reporter. No photographs were taken of the device. The device history was not able to reviewed due to the lot number not being provided.